Manufacturer narrative:
The device history record for the reported lot number, 000299274, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was received and evaluated. The evaluation summary noted that the sample did not show any infusion on the glass orifice portion of the unit while verifying the infusion. After rehabilitating the tubing by cutting multiple areas to identify the location of occlusion/ blockage, the flow restrictor (glass orifice) appeared blocked with an unknown substance that could be dissolved. A root cause was not identified. All information reasonably known as of 25-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter. Was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-ghc-19-03665. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The sample lot number was 0002992714. A review of the device history record is in-progress. All information reasonably known as of 09-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Patient experienced symptoms of fast infusion. The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 13-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 235 ml. Flow rate: 5ml/hr. Procedure: unknown. Cathplace: central line. It was reported he pump should have infused over approximately 46-hours. The infusion was complete after 24-hours. The patient was stable, no medical intervention was required.